Event description:
The customer was unable to remove their frd and sought medical assistance from obgyn to remove the device. The customer reported the device broke during removal - use of tools were needed to remove the device, but removal was successful. Prior to removal, the customer experienced pressure and bad cramps, but symptoms resolved shortly after removal. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.